Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a ventricular tachycardia (vt) and had to be externally rescued. Device interrogation revealed fault codes (fc) 1004 and 1007. The caller stated that the system had been checked a few weeks ago and all measurements looked to be in range and stable. A boston scientific technical services consultant explained to the caller that the device and the right ventricular (rv) lead should be explanted as the codes are for a shorted shocking lead and a device charge time out. The caller stated that this patient is in hospice care and the device will not be replaced. Additional details were received confirming device replacement was performed. The rv lead remains in service and was tested with the new device and normal test results were produced. The physician did not perform a defibrillation threshold (dft) test as the patient was not in a position to tolerate the test. No additional adverse patient effects were reported.